Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood/body fluid (not obstructed) on the proximal conductor, the outer insulation had a breached cut, there was blood in/on the helix mechanism sleeve head and on the helix mechanism itself, and there was damage at implant.

Event description:
It was reported that during the implant attempt there was difficulty positioning/fixing, high threshold, and suspected tissue on the lead helix. The lead was not implanted and another lead was used. No patient complications were reported as a result of this event.